Manufacturer narrative:
(B)(6) 2021.

Manufacturer narrative:
It was reported that an olive wire broke during surgery resulting in the tip being implanted in the patient's bone. Additional information from the rep indicated that the wire tip broke off due to it hitting the compressor pin. The device was returned to the manufacturer for evaluation and it was confirmed to have the tip broken off right before the threading meets the shaft of the device. This type of damage can be expected since the olive wire is not designed to be driven into another device (half pin). The UDI referenced is for the sterile kit, sk14, the product is distributed within. The device history records for the device (1405-2015) were reviewed and no issues were identified during the manufacture or release of the product that could have contributed to what was reported. Based on the available information, the olive wire broke due to impact with another device. A backup device was available to successfully complete the case with no additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that during a bunion procedure on (B)(6), an olive wire broke resulting in the tip being implanted in the patient's bone. The surgery was successfully completed. No delay or additional patient outcomes were reported.